Event description:
Sterilization device released uncontrolled amount of steam into sterile processing room during operation. Technician able to exit room without injury. Unknown amount of damage caused to equipment and devices stored in room.